Event description:
The caller reported that the t:slim x2 pump battery was not charging with a tandem-provided cable and a non-tandem wall adapter resulting in the pump shutting off. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through troubleshooting steps, eventually resolving the issue after the customer used different charging supplies, specifically a tandem wall adapter and charging cable. The pump then began charging, and no further assistance was needed.